Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Continuation of d10: 977a260 pain stim lead implanted: (B)(6) 2023 977a260 pain stim lead implanted: (B)(6) 2023 97715 pain stim ipg implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range (oor) pacing impedance. It was also noted that the implantable cardioverter defibrillator (ICD) setscrew would not engage during the implant of the new right ventricular (rv) lead. The ICD and the rv lead were explanted and replaced. No patient complications have been reported as a result of this event.